Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx device was implanted on (B)(6) 2011. As reported by the patient's attorney, the patient experienced mesh erosion and was attempted to be removed on (B)(6) 2011. On (B)(6) 2012, revision procedure was performed due to bladder stone attached to the mesh. Boston scientific has been unable to obtain additional information regarding the event to date.